Manufacturer narrative:
(B)(4).

Event description:
Additional information was received nineteen months after the initial observations were reported that this patient presented to the emergency room due to gastrointestinal problems. The patient was asymptomatic but had a heart rate of 30bpm. The patient was in atrial fibrillation (af) due to suspected electrolyte imbalance. A shock was delivered which converted the arrhythmia. A review of the episode noted the af was being over sensed as ventricular fibrillation (vf) and it is suspected that the rv was oversensing and inhibiting pacing. After the episode, there was no oversensing and normal pacing was observed. A revision procedure was performed in an attempt to replace the pacing and sensing portion of the rv lead. However, the patient's subclavian was partially occluded so the procedure was not completed. The physician never disconnected the rv lead from the device but the device was removed from the pocket. Immediately following the case, threshold measurements were high and pacing impedance measurements were greater than 2000 ohms. The device was programmed to monitor only (mo) and another procedure was going to occur to extract the lead; however, it was put on hold due to lack of surgical back-up. The patient was checked two days later and threshold and pacing impedance measurements were normal and stable. The device sensitivity was reprogrammed on the rv and the left ventricular (lv) channels. The system remains in service and no adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.